Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to have a memory violation fault code upon interrogation. The device was also not properly pacing when the patient presented and the patient had symptoms of dizziness.